Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens was damaged. Additional information has been requested, yet no new information received.

Manufacturer narrative:
Additional information was provided in b.3., b.5 and d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received and stated, trailing haptic was damaged and it was not folding all the way in. The surgery was completed on the same day with another lens and there was no patient contact.